Event description:
Event description boston scientific received information that one hour post implant of this pacing system, loss of ventricular capture was observed. The lead was found to have dislodged.